Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was getting a "software registration" error with 3 bedside monitors (bsm) when trying to monitor them. They previously had 2 other cnss that had this issue and re-entering the registration codes resolved the issues and they were able to monitor patients again. On the following day on (B)(6), they stated that one of the cnss could see the bed names but no vitals. Nihon kohden technical support (nk ts) suggested power cycling the bsms and then re-monitoring them on the cns, and this resolved this issue. On (B)(6), they called back to state that the same registration error has re-emerged, and the bedside monitor dropped off the cns. They must reboot the bedside to be able to monitor it on the cns. This happened several times in an hour. There were no comm loss errors. No patient harm or injury was reported. Investigation summary: admit, discharge and transfer functions are performed prior to patient adt status change. Issues related to adt are typically either network or workflow related. These are not indicative of a device malfunction. The operator's manual provided troubleshooting steps. The "registration error" refers to errors detected for bed attributes when performed during system setup. There is no indication of device malfunction. There is no recurrence history for this device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a software registration with 3 bedside monitors (bsm) when trying to monitor them. On the following day, they stated that one of the cnss can see bed names but no vitals at all. Nihon kohden technical support suggested power cycling the bsms and then re-monitoring them on the cns, and this resolved this issue. On 04/07, they called back to state that the same registration error has re-emerged and the bedside monitor dropped off the cns. They must reboot the bedside to be able to monitor it on the cns.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a software registration with 3 bedside monitors (bsm) when trying to monitor them. This is the 2nd cns that is having this issue. Then they stated they have 2 other cnss that had this issue and re-entering the registration codes resolved their issues and they were able to monitor patients again. On the following day on 04/02, they stated that one of the cnss can see bed names but no vitals at all. Nihon kohden technical support suggested power cycling the bsms and then re-monitoring them on the cns, and this resolved this issue. On 04/07, they called back to state that the same registration error has re-emerged and the bedside monitor dropped off the cns. They must reboot the bedside to be able to monitor it on the cns. This happened several times in an hour. There was no communication loss errors and was occurring on the 9th and 6th floor. We have requested device information for this unit and the concomitant devices but have not received response regarding this matter. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Serial number, approximate age of device, device manufacture date. Additional device information: concomitant medical device the following bedside monitor model was used in conjunctions with the cns but no serial numbers were provided and noted as no information (ni). Bedside monitor: model: bsm-6701a, sn: ni. Bedside monitor: model: bsm-6701a, sn: ni. Bedside monitor: model: bsm-6701a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting a software registration with 3 bedside monitors (bsm) when trying to monitor them. This is the 2nd cns that is having this issue. Then they stated they have 2 other cnss that had this issue and re-entering the registration codes resolved their issues and they were able to monitor patients again. On the following day on 04/02, they stated that one of the cnss can see bed names but no vitals at all. Nihon kohden technical support suggested power cycling the bsms and then re-monitoring them on the cns, and this resolved this issue. On 04/07, they called back to state that the same registration error has re-emerged and the bedside monitor dropped off the cns. They must reboot the bedside to be able to monitor it on the cns. This happened several times in an hour. There was no communication loss errors and was occurring on the 9th and 6th floor. We have requested device information for this unit and the concomitant devices but have not received response regarding this matter. No patient harm reported.